Event description:
It was reported that the syringe 10ml saline xs caused a reaction to a patient, sending them to the hospital. No information regarding outcome of medical assistance has been provided. The following information was provided by the initial reporter: we have been informed of the following adverse event (dated (B)(6) 2019) whereby patient concerned reported to be feeling unwell - reported to have been feeling unwell for a while. Following blood tests, patient was advised the blood results were deranged (bloods showed a raised wcc / crp, patient experiencing exacerbation of medical condition; thus was advised to attend a&e if condition deteriorates; otherwise would aim to admit patient on (B)(6) 2019. No further information has been received in relation to patients' outcome following hospital admission.

Manufacturer narrative:
Investigation: DHR review was performed and the non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute to the complaint verbatim reported by the customer. No sample or photos were returned. There is no evidence that posiflush syringe was responsible for this reaction. A potential contributory factor maybe other medicinal products in use or administered at the time the patient¿s port was flushed. Based on the information provided, it is more probable than not that the symptoms described may be an allergic reaction; however, it is highly improbable that this reaction was produced by the normal saline in the bd posiflush product. During the period 2017-2019, there are no other adverse customer complaint trends for the complaint category of allergic reaction, apart from fresenius kabi UK. There are no known allergies to normal saline, either topical or within the body. It is most likely that whatever fluid was in the IV line prior to flushing contained inadequately flushed medication or glucose from previous treatments.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline xs caused a reaction to a patient, sending them to the hospital. No information regarding outcome of medical assistance has been provided. The following information was provided by the initial reporter: we have been informed of the following adverse event (dated: (B)(6) 2019) whereby patient concerned reported to be feeling unwell - reported to have been feeling unwell for a while. Following blood tests, patient was advised the blood results were deranged (bloods showed a raised wcc/crp, patient experiencing exacerbation of medical condition; thus was advised to attend a&e if condition deteriorates; otherwise would aim to admit patient on (B)(6) 2019. No further information has been received in relation to patients' outcome following hospital admission.